Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated to a connector on the ac charger board. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.